Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Cust sts her pump keeps giving her no delivery. Inquired what led up to the complaint. Customer response: cust has been getting no deliveries. No delivery alarm t/s per dop114-950. Patient's bg at time of incident: unknown expl no delivery alarm a...